Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection no abnormalities were noted. Upon functional testing no false upstream occlusion alarms were found while testing the pump. Pump passed functional and accuracy testing with no faults.

Event description:
It was reported that the pump had upstream occlusion and alarm on screen. There was no patient involvement and no patient harm / adverse event reported.